Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, unexpected suspend [low sg], sensor glucose vs. Blood glucose, cal error/ calibration not accepted. The customer reported hemorrhage/bleeding which did not require treatment. The event involved product(s) mmt-7020c4. Troubleshooting was performed, blood glucose was 10 mmol/l and sensor glucose was below 2.8 mmol/l which triggered threshold suspend. The sensor and blood glucose difference is not within target range of glucose difference. Suspend on low limit in sensor settings was 3.4 mmol/l. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer reported blood at site. No further patient complications were reported. Product return requested for mmt-7020c4. Customer declined to return, or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.